Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, the audio button fell off and is not responding consistently to user input. There was no evidence of product misuse. The pump is being returned for investigation. The patient was advised to go on the backup plan as needed. There was no report of patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/20/2012 device evaluation: the pump has been returned and evaluated by product analysis on 03/23/2012 with the following findings: the bolus button was found to be missing. A damaged button will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged button should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The keypad was removed and there were no issues found with the key contacts. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The bolus deliveries correctly reflected the daily insulin delivery totals. There was one 0 unit audio bolus observed in the pump bolus history on (B)(6) 2012. A 24 hour duration test was performed and there were no un-programmed boluses occurred during testing. A normal 10 unit bolus was successfully performed and accurately recorded in the pump history. The reported unresponsive bolus button was not duplicated during testing.